Event description:
The non-programmable pump was supposed to deliver 2 mls a day. The pump delivered 7 mls a day (detection method not reported). The pt experienced an overdose. The pump was used to deliver morphine. The pump was replaced. The pt status afterward was reported as 'good'. There were no further complications.

Manufacturer narrative:
The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow up report will be sent when the analysis is complete.